Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the skyline screwdriver cam tightener shaft broke during a demonstration to the surgeon. There was no procedure and patient involved. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) sky cam tightener shaft. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : h3, h4, h6: the complaint condition is confirmed for the sky cam tightener shaft (p/n: 286840000, lot#: nw260073). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for cam tightener shaft was conducted identifying that lot number: nw260073 was released in two batches. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,a review of the receiving inspection (ri) for cam tightener shaft was conducted identifying that lot number: nw260073 was released in two batches. Batch1: lot qty of units were released on 30 jul 2020 with no discrepancies. Batch2: lot qty of units were released on 30 jul 2020 with no discrepancies. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation: the device was not returned. A photo-investigation was performed on the images located in pc attachment ¿whatsapp image 2021-08-31 at 09.29.58.jpeg, whatsapp image 2021-08-31 at 09.29.58 (2).jpeg, whatsapp image 2021-08-31 at 09.29.58 (3).jpeg, whatsapp image 2021-08-31 at 09.29.58 (4).jpeg, whatsapp image 2021-08-31 at 09.29.58 (5).jpeg, whatsapp image 2021-08-31 at 09.29.58 (6).jpeg, whatsapp image 2021-08-31 at 09.29.58 (7).jpeg ". Upon inspecting the images provided, it was observed that the distal tip of the shaft was broken. However, the root cause of the breakage cannot be determined based on the available image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - a review of the receiving inspection (ri) for cam tightener shaft was conducted identifying that lot number nw260073 was released in two batches. Batch1: lot qty of (B)(4) units were released on 30 jul 2020 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 30 jul 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).